Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed, and failure analysis investigations confirmed the customer-reported complaint but could not replicate. The reported issue could not be confirmed through system logs, which recorded error m-1f on (B)(6) 2025. Visual inspection showed that the unit is in good cosmetic condition. During system testing, the erbe energized and successfully cauterized all ports and instruments. The erbe log recorded errors m-0b on (B)(6) 2025, m-1f, m-b0, c-84, and m-12 on (B)(6) 2025. The unit will be sent to the OEM for further investigation. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer reported to technical service engineer (tse) that the bovie pad was not turning green and they used five bovie pads; however, the issue persisted. Tse reviewed the logs but found no related issue. Tse confirmed staff were using a compatible bovie pad. The customer power cycled the system; however, the issue persisted. The customer tried it on themselves with no resolution. The procedure was aborted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when surgeon tried to use the cautery. Yes, a second vision tower was brought in to use that erbe. No there was no patient injury or harm.